Event description:
It was reported that during a prostate procedure, the fiber tip cap detached after 108,043 joules of fiber use. The fiber tip cap was flushed out from the patient¿s body. The tip of the fiber was cleaned during procedure. The case was successfully completed with a second fiber without clinical consequences to the patient. There was no injury to the patient due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the tip is attached to fiber. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the outer flow tubing. The glass cap exhibits mild devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the product complaint "tip blew off during the procedure" could not be confirmed. However, glass cap fracture was observed. Based on device analysis, the potential for forward firing may exist. The probable cause for the observed fractured was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the fiber tip cap detached after 108,043j with 17 minutes of fiber use. The fiber tip cap was flushed out from the patient¿s body. The tip of the fiber was not cleaned during procedure. The case was successfully completed with a second fiber without clinical consequences to the patient. There was no injury to the patient due to this event.